Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis as well as hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient enrolled in an omnipod 5 registry reported a potential adverse event through the registry platform. The registry alert indicated that the patient answered "yes" to having an emergency room visit and/or hospitalization for diabetic ketoacidosis and also "yes" to having sought emergency care or hospitalization for high blood glucose levels since the patient's prior assessment on (B)(6) 2025. Customer product support (cps) attempted to contact the patient to obtain more additional information. Cps made three good-faith outreach attempts but was unable to reach the patient.